Event description:
New information revealed that there was no allegation from a healthcare provider that the device caused or contributed to the infection. The patient was stable following the procedure.

Manufacturer narrative:
Correction: - date of birth should have been submitted in initial report.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-02995. It was reported that the patient presented for a system explant due to infection.